Manufacturer narrative:
Per the good faith effort (gfe) response received, the biomedical engineer (bme) stated that the 1104 "backup alarm failed" alarm error occurred at power-on self-test (post). There was actually no patient involvement at the time the issue was discovered. The bme rebooted the device, checked the alarm logs, and contacted technical support as the alarm was consistent. The issue was resolved once the central processing unit board was replaced. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1104 "backup alarm failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The remote service engineer (rse) e-mailed the customer for more information and discovered that the customer had decided to install the replacement central processing unit (cpu) printed circuit board assembly (pcba) for repair but also needed the cables for using tera term. The rse provided the customer with the part numbers of the cable assembly and universal serial bus (usb) to serial adapter and advised the customer to contact philips medical supplies if an official quote is needed. Further case information is still pending.